Event description:
The hospital reported that after an endoscopic vein harvesting procedure, while undraping the pt they observed two small holes on the pt's skin near the shin/calf area, right along the same path of the performance of the evh. They are not sure if the device may have burned through or poked through the skin from the inside out. The pt was treated with antibiotic ointment, and a dressing applied; a steri strip may have applied. The current condition of the pt is fine and no adverse effects. The pt's weight was not provided, however, it was reported that the pt was "skinny".

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device, as it is being held by the hospitals risk management department. A supplemental report will be submitted if the device is received. A lot history record review could not be performed as the product lot number is unknown. (B)(4).